Event description:
After confirmation of anatomical landmarks with bedside ultrasound, the right subclavian venous vascular space was entered with the needle, but encountered difficulty in threading the seldinger wire. On removal of the needle and the wire, the seldinger wire broke. A chest x-ray demonstrated that a segment of kinked catheter was present in the soft tissue between the 1st rib and clavicle. Surgical consult was called. A repeat x-ray demonstrated that the wire had not moved from its original position. Ultrasound examination suggested that a portion of the catheter was in the vascular space and that a segment was in the subcutaneous tissue. Pt was taken to operating room and foreign body removed under fluoroscopy. Patient recovered without further issue.